Manufacturer narrative:
(B)(4). Date sent to the FDA: (B)(6)2024 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was reported: was surgery delayed due to the reported event? No, was procedure successfully completed? --> yes, were fragments generated? No, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study -unknown to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a right inner ear window surgery under microscope + right cochlear implantation procedure on (B)(6) 2024 and suture was used. At 10:45 am, the patient underwent surgery. At 13:00, the doctor used suture to suture the subcutaneous tissue of the patient. During the routine knotting operation, the suture broke and the tissue suturing failed. Another specification of suture was replaced to complete the tissue suturing. There were no patient consequences reported.